Event description:
A malfunction was reported on a pump, specifically related to momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurrence of the malfunction code.